Manufacturer narrative:
It was reported that, "customer has a rollator and states that the brakes are not enagaging". It was reported that on (B)(6) 2025, "customer stated that she purchased the unit in or around (B)(6) states that the brakes are not enagaging and the wheels have done this the whole time. Stated that she had tried cleaning them due to stuff sticking on them. Customer stated that the wheels slide no matter what surface the rollator is on". Customer stated, "no injury occurred". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "customer has a rollator and states that the brakes are not engaging".